Event description:
It was reported that the rv lead was replaced due to 4 shocks administered. It was noted that lead impedance had risen sharply and oversensing was observed. Additionally, an attorney alleges the patient suffered physical and other injury due to the "defective" lead. It is also alleged the patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention and the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; proximal segment was returned for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; proximal segment was returned for analysis.